Manufacturer narrative:
A ge oec svc rep investigated the issue and was unable to duplicate the error. The sys was tested and was functioning as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. No pt was involved as the facility was repairing the system when the new error displayed the malfunction.

Event description:
The ge oec 9900 fluoroscopy sys locked up during a procedure. A fast stop error was noted. A sys re-boot was required to continue using the sys.